Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the buttons were hard to press to get the insulin pump to respond, unexplained or random no delivery alarms and insulin pump had scratched. Customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. The device will not be returned for analysis.